Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed if the pnformatlon is unknownbedoin this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4. Lot. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the drill bit ø16.5 cann flex f/pfna-ii was received at jrz pal for investigation. The visual inspection of the received device showed it is broken from the flexible shaft. No other issues were identified with the device. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for r drill bit ø16.5 cann flex f/pfna-ii (product code: 03.023.010 lot #: 9249335) . No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - part: 03.023.010 lot: 9249335 manufacturing site: bettlach release to warehouse date: 27 november 2014 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot =part: 03.023.010, lot: 9249335, manufacturing site: bettlach, release to warehouse date: 27 november 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date in 2021, the drill bit broke. There was no debris found. No casualties as there was a standby instrument in the case. No further information provided. This report is for one (1) drill bit ø16.5 cann flex f/pfna-ii. This is report 1 of 1 for complaint (B)(4).